Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that reload 1 was partially fired to the 4 cm cut line and the anvil clamping mechanism was deformed. Reload 2 had a full complement of staples. Each reload was loaded into a post market vigilance instrument and fired satisfactorily. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range and the application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an endoscopic wedge resection procedure, the reload was loaded onto the handle. The user was unable to fire the device and it was replaced by new reload. The device stopped after 2 centimeters of firing. The procedure was completed with another device. The surgical time was not extended. No adverse events have been reported.